Event description:
This lead was implanted on (B)(6) 2006 and remains implanted until this time. A red alert for shock impedance greater than 125 ohms was generated on (B)(6) 2013. Rv pace impedance has fluctuated over the past 18 months near 800 ohms to near 1100 ohms. Rv shock impedance has gradually risen over the past 18 months from 100 ohms to just over 125 ohms. Both impedance trends show a gradual rise, rate sense is ~100 ohms and the shock impedance is ~20 ohms, over the last 18 months. The facility was at (B)(6) hospital in (B)(6). No additional information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).